Event description:
It was reported during a shoulder repair procedure on (B)(6) 2012, the surgeon was deploying the anchor through the guide and the metal prong bent causing the suture to cut. The anchor did not serve its function and another juggerknot 1.4 mm anchor was used to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found evidence that the bending was due to excessive force. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and material aspects of the surgical implants." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.